Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The trouble shooting that was recommended did not resolve the issue. The device remains implanted, no intervention had been reported. The patient is fine.

Event description:
New information received notes that the implantable cardiac monitor was explanted on an unknown date. No further information was reported.

Manufacturer narrative:
The reported field event of loss communication was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information stated that the implantable cardiac monitor was explanted. No further information was available.